Manufacturer narrative:
Nevro had made multiple attempts to follow up with the patient in regard to the urologist appointment. Nevro was informed that the patient had not yet met with the urologist. The patient is still experiencing incontinence from time to time but overall, the issue had improved. The stimulation is on and the patient is receiving effective therapy.

Manufacturer narrative:
The device was not explanted. The patient is not willing to turn stimulation off and as a result, nevro is not able to determine if the report is device related. The manufacturing records were reviewed and no nonconformities were found. The device was not explanted.

Event description:
It was reported to nevro that a patient had experienced incontinence in the following months after implant. The patient does not want to turn off stimulation because the patient is receiving 90% pain relief. The patient was scheduled to meet with the urologist following the appointment with the neurologist. Nevro is awaiting the medical assessment of the condition.